Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿large and a foreign material inside the sheath was observed. There was a long plastic-like material coming from inside the vizigo¿ sheath after the case was completed and the vizigo¿ sheath was being removed. The catheters were fine, and there were no other issues. The plastic looked like a string of some sort. No patient consequence. The issue was not noticed before use, the sheath appeared normal upon prep and insertion. The hospital will complete internal evaluation of the sheath. After this process, the catheter will be sent back. The biosense webster inc. (Bwi) representative have instructed the hospital team not to split apart the sheath if possible, to make root cause analysis for bwi possible. The foreign material was a long stringy plastic like material, clear of unknown length because more was still inside sheath if you continue to pull on the string. The sheath was used on the patient. The issue was discovered once sheath was removed from body at end of procedure. The vizigo was only used in the right atrium/ right ventricle ra/ rv. No needle ever used through it- only ablation catheter, rv catheter and j wire. Additional information was received on 05-sep-2022. The physician did not feel/observe any resistance while introducing the dilator, the needle, or the catheter into the sheath. There was no damage observed in the dilator, the needle, or the catheter. The physician did not feel/observe any resistance while the sheath was removed from the patient. The issue was noticed once it was fully removed. No needle was used during the procedure. Only items through sheath during case were jwire, stsf, and a 6f sjm steerable quad. The foreign material on usable length of the catheter is MDR reportable.

Manufacturer narrative:
Additional information was received on 3-oct-2022. This information was from medsun mandatory and voluntary report form 2100020000-2022-8007. The sheath was examined and flushed prior to insertion. Nothing was noted that would cause the sheath to malfunction upon removal. Preexisting characteristics that may have contributed to the event: other characteristics or medical conditions: bigeminy with pvc during sheath pull by cardiologists, vizigo steerable sheath was withdrawn and revealed plastic floss-like strands to be externalized, coming from the inside of sheath. Appeared to be intact and connected to sheath. The patient is 60-year-old, white, 111 kg; therefore, section a for patient information was updated. Physician information was provided; therefore, section e for initial reporter was updated. On 03-oct-2022, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 16-jan-2023. It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿large and a foreign material inside the sheath was observed. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, foreign material was seen coming out of the tip of the vizigo¿ sheath. The foreign material looked like plastic strings; however, this cannot be conclusively determined. The customer complaint was confirmed based on the picture received. The product was returned to biosense webster for evaluation. Bwi conducted visual inspection of the returned device. Visual analysis of the returned sample revealed a long plastic-like material, coming from inside the vizigo¿ sheath, length 34" was still attached to the ID of the tip and appeared to be part of the inner liner of the sheath. Samples were analyzed thru fourier transform infrared test (ftir) to determine the composition. The fiber 1 sample exhibited the base composition of polytetrafluoroethylene (ptfe) polymer. The device was sent to the device manufacturer to perform an in-depth investigation, and the results were as follows: the material attached to the distal end of the device was investigated, the material appeared to be the internal liner of the device. The liner was still attached and did not come loose from the device. Damage of this kind is not commonly seen within the process and has a high likelihood of being detected by the device manufacturer controls. Multiple attempts to reproduce damage by inserting various dilators, mandrels and processing aids into the inside diameter proved unsuccessful. Although the cause of this complaint is unknown, it cannot be confirmed to be related or caused by the manufacturing process. It is believed that such damage to the shaft would require high force by a sharp object from the inside of the device potentially during use. Additionally, an escalation investigation was performed and determined that the material identified by the physician comes from the inner lumen of the vizigo¿ sheath. If the needle is reshaped with a larger curve this will increase the forces applied by the tip of the needle as it is advanced through the dilator against the inner lumen, which in turn may increase the risk of skiving particles, in extreme cases it may puncture the sheath and dilator. Based on the additional information received and several replicas made by research and development team, the preliminary root cause indicates that damage to the inner structure of the vizigo¿ sheath can occur when a physician alters the shape of a transeptal needle. A device history record (DHR) review was performed for the finished device (B)(6) number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).